Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen precoat stemmed tibial plate, catalog#: 00598003701, lot#: 62934184, nexgen all-poly patella, catalog#: 00597206526, lot#: 63029204, nexgen lps-flex articular surface, catalog#: 00596403209, lot#: 62901899. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Package insert states, ¿do not use cr-flex gsf femoral components with nexgen lps, lps-flex, or ps articular surface components. They were not designed to be compatible.¿ this event is related to off-label use and there was no issue with the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the patient underwent a left total knee arthroplasty, a wrong part was provided and implanted. A cruciate retaining femoral component was used in place of a posterior stabilized femoral component. The patient reports difficulty with walking and muscle cramps. No revision has been reported to date.